Event description:
Philips received a complaint by the customer on the v60, indicating that the device is not powering on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that it was turned in to the biomed shop with note, power issues. He couldn't get it to power on, and reseated the power management (pm) board and started getting error code 1007. The customer then started by reseated data acquisition (da) board, motor controller (mc) board, and not in service mode, blower motor, da and flow sensors aren't showing in vent information screen. The rse informed the customer to inspect mc to da. After further troubleshooting the customer states they found mc board wasn't seated properly. The customer reseated the mc board which resolved error code 1007. The rse had the customer check event log, no error codes showing. The customer attempted again and unit powered on for a 3 breaths and went into an alarm states. Advised customer to try different pm board to verify pm board is the issue. Possible swap user interface (ui) assembly to rule out ui printed circuit board assembly (pcba).

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17575.

Manufacturer narrative:
H10: further troubleshooting was performed by bench repair. Cannot confirm error 1007 vent-inop: machine and proximal pressure sensors failed message. Initially unit would not power on. Customer is able to power unit on with no issues. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.